Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 054 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-jun-2018 with the following findings: the black box and alarm history showed several ¿cs054/cs052¿ peripheral communication alarms. The battery compartment and cap were undamaged and able to fit. The pump powered up with auditory tones and vibration to a blank screen. Investigators were unable to adequately investigate reported ¿cs054/cs052/sleep" complaint. The pump¿s cover was removed; moisture corrosion was found to the continuous glucose monitor module, the display connector, and the power printed circuit board.